Event description:
Customer reported visible damage on the insulin pump's display screen. Customer stated that pump was accidently dropped and now there are a few visible dots on display making it impossible to perform troubleshoot. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.